Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the ic (integrated circuit) chip and capacitor, mounted on the electric circuit board had a defect. The instruction manual operation manual chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope has no image shown and the scope communication error code occurred (e216 error). There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.